Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure depleted battery was confirmed. During inspection of the device, the event history revealed that failure code 570 occurred which was a result of the depleted battery. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA mdq-CAPA-132 was opened and is investigating reports of the failure code 570.

Event description:
Customer reported a failure of depleted battery. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed, since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.